Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) /2017 that a patient underwent aortic valve replacement & maze procedure. Operating room course complicated, leading to placement of this 7.5fr sensation 40cc intra-aortic balloon (iab) catheter. Transferred from that hospital to (B)(6) on iab plus ECMO on (B)(6) 2017. On (B)(6) 2017 about 9:00am, iab pump console alarmed "blood detected" and suspended pumping, iab catheter removed from patient. Attending physician and bedside nurse could not see any blood inside balloon membrane nor inside helium tubing. Therapy terminated and the iab was removed. The patient expired (B)(6) 2017, but the facility does not attribute the death to the device.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was found inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 that a patient underwent aortic valve replacement & maze procedure. Or course complicated, leading to placement of this 7.5fr sensation 40cc intra-aortic balloon (iab) catheter. Transferred from that hospital to (B)(6) hospital on iab plus ECMO on (B)(6) 2017. On (B)(6) 2017 about 9:00am, iab pump console alarmed "blood detected" and suspended pumping, iab catheter removed from patient. Attending physician and bedside nurse could not see any blood inside balloon membrane nor inside helium tubing. Therapy terminated and the iab was removed. The patient expired (B)(6) 2017, but the facility does not attribute the death to the device.